Event description:
Information received regarding the explanted device notes that the patient was in the hospital for a non-pacemaker related health problem. An segm revealed sensed noise on the ventricular lead and intermittent loss of capture. The patient reported having increased occurrences of shortness of breath. An x-ray revealed rib clavicle crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received